Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo_13.2 implantable collamer lens, of diopter -11./1.5/087 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a same model but shorter length lens due to excessive vault. This resolved the problem. Cause of event was reported as unknown.